Event description:
It was reported that catheter and wire entrapment occurred. The 85% stenosed pre-dilated target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A rotawire was selected for use together along with a 1.25mm rotalink plus. During the procedure, it was noted that the wire got stuck in the rotalink. The procedue was completed with another of the same device. No complications were reported and patient was stable after the procedure. It was further reported that the wire and device were taken out together without any difficulties and no intervention was done.

Event description:
It was reported that catheter and wire entrapment occurred. The 85% stenosed pre-dilated target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A rotawire was selected for use together along with a 1.25mm rotalink plus. During the procedure, it was noted that the wire got stuck in the rotalink. The procedue was completed with another of the same device. No complications were reported and patient was stable after the procedure. It was further reported that the wire and device were taken out together without any difficulties and no intervention was done.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was able to be removed from the rotapro device with little issue. There were numerous kinks along the body of the wire. The floppy tip of the wire was stretched; as part of overall visual revision. Dimensional inspection revealed that the outer diameter (od) of middle of the device and (od proximal were within specification. However, the overall length and outer diameter of distal tip, could not be performed due to device condition (stretched tip).

Event description:
It was reported that catheter and wire entrapment occurred. The 85% stenosed pre-dilated target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A rotawire was selected for use together along with a 1.25mm rotalink plus. During the procedure, it was noted that the wire got stuck in the rotalink. The procedure was completed with another of the same device. No complications were reported and patient was stable after the procedure.